Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Toothbrush doesn't keep the head on. Just didn't fit properly- oral-b power oral care refills [device physical property issue]. Case narrative: consumer via e-mail stated that toothbrush doesn't keep the head on, it doesn't lock in place. No injury was reported.